Manufacturer narrative:
There were 3 application session present of the issue date. Logs captured the procedure used was standard functional endoscopic sinus surgery (fess). Logs captured multiple successful registration with good error metrics in the session and multiple unsuccessful registration were observed from the session due to accuracy metric more than > 5 millimeters (mm). Logs captured few "coil noise" errors for the tools. The archive had 1 CT exam and 2-mr exams. CT exam had spacing of 0.63 mm and thickness of 1.25 mm, mr-1 had(spacing 0.90mm <(>&<)> thickness 0.89mm) and mr-2 had (spacing 0.94mm <(>&<)> thickness 0.94mm). Observed there were few successful registrations with good error metric in archive but the site did trace registration and very few trace points were taken as well as the tracing pattern was not good as most of the points were under the skin. The software analyst suspected that the image protocol issue caused the reported issue. Suggested to take the scans as per the navigation system protocol and slice spacing and thickness should be same and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Logs and archive did not tell the root cause of the alleged inaccuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products have been received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that I ntra-operatively post-registration (0.9 registration metrics), after an ear, nose <(>&<)> throat (ent) exposure, the site reported a consistent 1cm off. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.